Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that a patient underwent atrial tachycardia / atrial fibrillation procedure. During the procedure, a cardiac tamponade occurred. Pericardial effusion slowed down but did not seem to cease; therefore, the patient was transferred to the operating room (or). It is unknown what type of surgery was performed but it was reported that the patient was stable and talking. Additional information stated that the sales rep was present during the case and the physician who performed the procedure is trained to the use of the device. No further information was provided.